Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to an intermittent y1 crystal.

Event description:
Physio-control received a report from the customer that the device was stuck in boot up mode and would not power on. There is no patient involvement in this event.

Manufacturer narrative:
Physio-control evaluated the device and replaced the main keypad assembly and system pcb assembly. The device passed functional and performance testing and was returned to the customer for use.

Event description:
Physio-control received a report from the customer that the device was stuck in boot up mode and would not power on. There is no patient involvement in this event.